Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was brought into the clinic for further troubleshooting. Upon interrogation an alert for a high r-wave intrinsic amplitude presented. Isometrics, pocket manipulations and valsalva maneuvers were attempted but were unable to recreate the out of range measurements. All shocking impedance measurements were between 50-54 ohms. Different lead configurations were attempted and were also unable to recreate the out of range measurements. An alert for a high r-wave intrinsic amplitude did present upon interrogation. There were no plans for additional intervention at this time. The physician planned to continue monitoring the patient via latitude.

Manufacturer narrative:
Additional information received indicated this device system continued to intermittently exhibit high shocking impedance measurements greater than 125 ohms. The patient was again brought into the clinic and the out of range measurement could no be reproduced. Shock impedance testing was performed in a triad configuration and all impedances were less than 50 ohms. In an rv coil to can configuration the impedances were between 55-67 ohms. The shock impedances were not tested in an rv coil to ra coil configuration. There was a small amount of baseline noise on the shock channel with isometric testing. There has been no noise on the pace/sense channel and the pacing impedance measurements remain stable. Appropriate anti-tachycardia pacing (atp) has been delivered in the recent past and was successful in converting the arrhythmia. A boston scientific technical services consultant discussed obtaining a chest x-ray to ensure proper lead/device connection. The patient was referred to an electrophysiologist for defibrillation threshold (dft) testing. The date of when that planned to occur was not yet known.

Event description:
Boston scientific received information via latitude remote following that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were exhibiting high shocking impedance measurements greater than 125 ohms. The patient planned to be brought into the clinic for further troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.